Manufacturer narrative:
Olympus couldn't investigate the subject device, since the user discarded this device. The manufacturing history of the subject device was reviewed, with no irregularities noted. Based on the past similar cases, it is known that the ptfe pad was peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for an ovarian cystectomy. The user attempted to back score the cyst with the probe and cut the outer layer, the bleeding occurred. Then the user continued the procedure, the ptfe pad was burnt, worn, and peeled. There were no fragments of the ptfe pad which fell off inside the patient body. The procedure was completed with another thunderbeat, but short circuit error occurred. There was no patient injury reported.